Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 60cm evsrf catheter was received at bd pi lab for evaluation. Upon visual inspection, the device appeared to have residue throughout. An unknown brand sheath appeared to be over the catheter. The fep bubbled up from a tear or puncture from a needle. The investigation has determined that material perforation is confirmed. Kinks were observed to the proximal end of the catheter and a slight bend was observed on the heating coil. The kinks and bend most likely occurred during packaging of the device for return. No damage was reported by the user; therefore, the kinks and bend will be considered incidental. Upon opening the handle, no damage was noted. All wires were noted to be intact and in place. The proximal and distal batteries were fully seated within the battery holders. The batteries and battery holders were found to be clean. New batteries were inserted into the battery holders and the catheter was plugged into the generator. The catheter was recognized by the generator. Catheter was re-examined for any breaks, etc. And none were found. The heater wires were verified, and colors matched the pcb location. The catheter was functionally tested by performing 3x long and 3x short treatment cycles successfully. The generator did not reset during the treatment cycles and no errors were observed. Therefore, the investigation is unconfirmed for the error 21 and inappropriate or unexpected reset because the issue could not be reproduced. The root cause for the error 21 is unknown. It is possible the hcp did not apply enough pressure to the heating element on the vein wall during the treatment or possibly pooled blood was surrounding the heating element. The generator will reset treatment lengths after an error. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency vein ablation procedure, when the catheter button was pressed to give the first treatment with the 2.5cm segment, the generator allegedly displayed an error code 21. It was further reported that an attempt was made to apply pressure with more tumescent being injected around the tip of catheter and when the button was again pressed to continue the treatment, it was allegedly found that the generator screen was automatically found to be changed from the 2.5cm segment burn to the 10cm segment burn, without anyone touching the generator after the error code. Furthermore, the patient allegedly experienced burning on the skin while treatment was in process and was injured with a mild skin burn. Reportedly, the patient's skin was cleaned and was applied with dry dressing. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency vein ablation procedure, when the catheter button was pressed to give the first treatment with the 2.5cm segment, the generator allegedly displayed an error code 21. It was further reported that an attempt was made to apply pressure with more tumescent being injected around the tip of catheter and when the button was again pressed to continue the treatment, it was allegedly found that the generator screen was automatically found to be changed from the 2.5cm segment burn to the 10cm segment burn, without anyone touching the generator after the error code. Furthermore, the patient allegedly experienced burning on the skin while treatment was in process and was injured with a mild skin burn. Reportedly, the patient's skin was cleaned and was applied with dry dressing. The current status of the patient is unknown.